Manufacturer narrative:
The event date was approximated as (B)(6) 2016. It was reported that the driveline infection was initially reported in (B)(6) 2016. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a driveline infection in (B)(6) 2016, in conjunction with septicemia. The patient had been treated for recurring infection since and was placed on chronic lifetime suppressive antibiotic therapy with twice per day (bid) dosing. The patient was followed as an outpatient for the chronic infections. It was reported that no major invasive treatment was utilized, just medication.

Manufacturer narrative:
A specific cause for the infection could not conclusively be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas). Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.